Manufacturer narrative:
Block e1: facility name: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0501 captures the reportable event of ligator housing detachment.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a band ligation of a varicose vein in esophagus procedure performed on (B)(6) 2025. According to the complainant, during the procedure, the bands failed to deploy, and the handle was defective, hard to deploy the bands. Additionally, the barrel detached from the trip wire of the handle unit. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: facility name: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0501 captures the reportable event of ligator housing detachment. The speedband superview super 7 was not returned for analysis, however a photo of the device malfunction was provided. Media analysis of the provided photo revealed that the slack was not taken up, and the trip wire was not secured to the handle post. There was no evidence of handle damage. The ligator housing was returned without any bands attached. No other problems with the device were noted. Based on this evidence, the reported issues of bands failure to deploy and ligator housing detachment were confirmed, while handle damaged/defective could not be confirmed due to lack of evidence and product not being returned for further analysis. Evidence found that the device was used inconsistently with the instructions for use, specifically failing to secure the trip wire and removing the shrink wrap prematurely, which can affect the interaction between the ligator housing and the scope and prevent proper band deployment. The IFU clearly states: carefully remove shrink wrap by pulling marked tab such that ligator bands and threads are not disturbed and warns that unless the shrink wrap is removed, bands will not fire. Removing the shrink wrap too early can affect the interaction between the ligator housing and the scope and prevent proper band deployment. With all available information, the most probable root cause assigned is failure to follow instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a band ligation of a varicose vein in esophagus procedure performed on (B)(6) 2025. According to the complainant, during the procedure, the bands failed to deploy, and the handle was defective, hard to deploy the bands. Additionally, the barrel detached from the trip wire of the handle unit. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.